Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the femoral impactor block fractured during knee arthroplasty. No adverse events were reported as a result of this malfunction.